Manufacturer narrative:
Correction to h11. H3: one device was received for evaluation. Service history review found no repair requests in the past one year. A complete accurate test was performed, and no faults could be found and the pump passed functional and accuracy testing. The root cause of the issue was unknown.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode requires calibration. There was unknown reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.